Event description:
Additional information was provided that a lead revision was performed. During the procedure, the lead was explanted, replaced and was noted to have been cut during explant so was discarded. No adverse patient effects were reported.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented to their clinic complaining of feeling thumping in the pocket area. Upon interrogation, an rv lead safety switch was found. The daily measurements showed rv impedances of greater than 2,500 ohms. Unipolar pacing thresholds and sensing measurements were noted to be good. Rv lead impedance measurements were taken while the patient performed isometrics and pocket manipulation. Noise on the rv channel was noted, but there was no change in impedances. The patient will continue to be monitored. Additional information was provided that another lead safety switch occurred on the rv lead. The rv impedances were noted to be 240 ohms in unipolar configuration and the patient was experiencing diaphragmatic stimulation in this configuration. It was noted that there were stored ventricular tachycardia (vt) episodes with noise, and patient isometrics were performed, which reproduced the noise, but did not affect the lead impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.